Manufacturer narrative:
The field service technician on site disassembled and inspected all main power connections with nothing found. Reseated and checked connections on main power supply. Full system test carried out. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility in (B)(6) reported the stellaris unit switched off toward the end of surgery while removing the provisc. The IV pole was up, the green light was on, but they were unable to turn it on again. The surgery ended up well; however, it prolonged the surgery time since setting up manual I/a was needed. No medical intervention or anesthesia was required. The next day the stellaris unit turned on okay.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.